Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not received.

Event description:
The customer reported the patient received a burn due to excessive heat from the sensor. There were no additional medical interventions reported.